Event description:
Device malfunction: device #2 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. A non-abbott device was used to achieve hemostasis. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
Device # 1: part# 12673-03, lot# unk indicated is being filed under medwatch MFR number 2953144-2009-01520. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.